Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history data was investigated in our laboraty in sao goncalo, brazil: the device history was analyzed. No abnormalities were found in the device history. Based on the provided information, the complaint is considered as not confirmed.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: "reason of complaint: according to customer: "infusion pump in question according to nursing infused on the day (B)(6) 2021 120ml in 1h33min, and 60ml / h was programmed, for consequence should have infused in 2 hours. We request verification of the same."